Event description:
Reporter alleged he had hyperglycemic symptoms of increased thirst, nausea, and vomiting but was unable to test on the device as it would eject the strip before he could test. Reporter stated he called the emts, they obtained a result of 594 mg/dl, took him to the ER, and he was treated with a saline IV. Reporter alleged the lab test result was over 700 mg/dl and he was also treated with 10 units of novolog insulin then and until he was released 2 days later. No other actions or treatment were reported. A request was made for the return of the suspect device and replacement product was sent.